Manufacturer narrative:
H.6. Investigation: one protector attached to a vial along with one syringe connected to a injector were returned to our quality team for investigation. The product was visually inspected, no defects or damage observed on the protectors, the protectors fit securely to the vial, and the needle on the protector penetrated the vial stopper properly. During our evaluation, a foreign particle was observed inside the vial. Characterization testing was performed and found the particle was consistent with material from the rubber stopper of the vial. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available we are not able to identify a definitive root cause at this time. H3 other text : see h.10.

Event description:
It was reported that protector solus p120j had coring. The following information was provided by the initial reporter: "when preparing abraxane, grey fm like coring fragment was confirmed. The sales rep commented the customer prepared drug as follows. Connected p120 to the vial with assembly fitxture. Injected spike needle vertically to 100ml of saline bottle. Prepared 2 injector syringes. Connected injector syringe to the spike and drew 20ml of saline and dissolved abraxane in the vial. Drew all the saline in the bottle with another injector and returned air(margin of error) into the saline bottle. N35 is reported as tw#(B)(4); spike set is reported as tw#(B)(4)".

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that protector solus p120j had coring. The following information was provided by the initial reporter: "when preparing abraxane, grey fm like coring fragment was confirmed. The sales rep commented the customer prepared drug as follows. Connected p120 to the vial with assembly fixture. Injected spike needle vertically to 100ml of saline bottle. Prepared 2 injector syringes. Connected injector syringe to the spike and drew 20ml of saline and dissolved abraxane in the vial. Drew all the saline in the bottle with another injector and returned air(margin of error) into the saline bottle. N35 is reported as (B)(4). Spike set is reported as (B)(4)."